Manufacturer narrative:
One used device was evaluated for the cause of shedding. The used device was found to have been broken at the flex cut spring. It was also examined visually and there was observed to be an area of material debridement approximately .5" from the sluff chamber, indicating that a load had been applied to the device during rotation. The typical cause of this damage is due to seizing of the blade, likely from excessive tissue resection. Once the blade has jammed, the motor continues to rotate; weakening the spring until it ultimately fails. The device was evaluated dimensionally and found to conform to design requirements. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause was found to be user error. (B)(4).

Event description:
During a knee arthroscopy (soft tissue resection at time) procedure, it was reported that the blade began to shed metal pieces. The doctor flushed and suctioned out the pieces. The case was delayed about five minutes. No patient complications or injury took place.